Event description:
It was reported, rubber valve blew out of the top of the end cap. During patients cat scan, rubber valve inside end cap of second injection port site, blew out of the top of the end cap from the pressure of the cat scan contrast injection. Patient was saturated with contrast dye. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged needless injection cap is confirmed; however, the exact cause could not be determined. One 20g x 0.75in powerloc infusion set with y-site was returned for evaluation. An initial visual observation revealed use residue on the sample. The safety mechanism was observed to be activated. The valve on the y-site was observed to be protruding from the injection cap. A microscopic observation revealed that the base of the valve appeared loose within the injection cap. These findings suggest the damage in injection cap could have been caused by over pressurization; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.